Manufacturer narrative:
The reported event was confirmed. Through visual inspection, the service technician confirmed the device was missing the colored ring. After evaluation, the device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the 5/32" jacobs drill had a blue ring missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the 5/32" jacobs drill had a blue ring missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.